Event description:
The customer reported that the system kept displaying a "bad iris error." On the 9600, this error message will prevent the x-ray function from working and shut the system down. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The resistance on the iris potentiometer was adjusted. The system was then found to be operating as intended.